Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s), however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-31489, 1627487-2020-31630, 1627487-2020-31631, 1627487-2020-31633. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site that had spread to the leads. The physician stated that the patient cut their foot a week after their ipg replacement and the infection spread up their foot to their ipg site. The patient was prescribed antibiotics and hospitalized for multiple nights. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.